Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Patient information was requested and the customer refused, reporting the information is confidential.

Event description:
The customer reported that the ventilator shuts down while transporting a patient. The unit was in use on patient, but there was no patient harm.

Manufacturer narrative:
A good faith effort was made on multiple occasions to obtain further information from the customer. To date, nothing further has been provided. No further information can be obtained from this customer.